Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured from may 22, 2023 - may 23, 2023. H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This occurred during infusion with piperacillin/tazobactam13500mg in 230ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.